Manufacturer narrative:
Event dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect(s) of myocardial infarction and thrombosis are listed in the xience everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s) of myocardial infarction and thrombosis, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article attachment: title: comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial.

Event description:
It was reported through a research article identifying a xience stent that was implanted in the distal right coronary artery. The patient presented with unstable angina. Pre-dilatation was performed with an unspecified 2.5x10mm balloon at 13 atmospheres (atms), and the 3x15mm xience stent was implanted at 14 atms. Post-dilatation was not performed. The patient developed thrombosis and a myocardial infarction (mi) 1391 days later. Type of treatment was not specified. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of an everolimus-eluting bioresorbable scaffold with an everolimus-eluting metallic stent in routine pci: three-year clinical outcomes from the aida trial."

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.